Event description:
The report received from the sapphire ww study indicated that the approx 30 days post index procedure, the pt had a stroke (ischemic). During the index procedure the pt was asymptomatic. The lesion was successfully pre-dilated and both an angioguard and a precise stent were successfully advanced. The 7x20mm precise pro rx stent was successfully deployed at the target lesion. No malfunction or adverse events were associated with the stent implant. The angioguard filter was retrieved from the pt without any complications. There were no traces of debris on the filter. Post-stenting, the target lesion presented a 20% final diameter stenosis. The procedure was completed successfully; when the pt left the angiography suite there was no neurological deficit. Further info indicated the procedure included treatment of an eccentric lesion in the proximal left internal carotid artery. The lesion presented at 3.0mm reference vessel diameter with an arch type ii and 99% stenosis. The target lesion length was 10mm; however, the total stented length was 20mm. Thrombus was not seen at the lesion site and the vessel tortuosity was not documented. A 30-day follow-up was performed, the pt presented with a neurological deficit, dysarthria. The pt was diagnosed with a stroke (ischemic). The onset was step like and the duration of the deficit was less than 24 hours. Recovery was unk.

Manufacturer narrative:
The stent is implanted, therefore, the product is not available for eval. Add'l info will be submitted within 30 days upon receipt.